Event description:
It was reported that the 9800 system froze up. All boxes displayed on c-arm and all leds came on. System rebooted and functioned normally. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended as placed back into service.